Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral rupture and capsular contracture grade IV.

Event description:
Healthcare professional reported bilateral rupture and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, crease sharp broken on radius, stress marks, crease fold and wear abrasion. Base on the device analysis, the final assessment is: an broken crease sharp on radius assessed, as fold flaw opening.